Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09jul2024.

Event description:
Healthcare professional later reported "small volume of periimplant fluid", patient "been feeling "weird" and "tearing" feeling throughout left breast" and "multiple undulations." The event of "a larger t2 hyperintense lesion is noted in the liver measuring around 6.2 cm compatible with a large cyst or hemangioma" is not device related. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "small volume of periimplant fluid", patient "been feeling "weird" and "tearing" feeling thoughout left breast" and "multiple undulations." The event of "a larger t2 hyperintense lesion is noted in the liver measuring around 6.2 cm compatible with a large cyst or hemangioma" is not device related. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.